Event description:
A report has been received from a dealer who called in to technical services stating the recline actuator is out of calibration. Assistance was provided. Recalibrated actuators and fixed connection issue. No injury has occurred. No further detail provided.